Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose of 600mg/dl and no delivery. Customer treated with an injection. The customer indicated that the issue was resolved by a complete set change and the pump could complete the prime sequence. Customer also indicated that the cannula was bent and the infusion site is changed weekly. Troubleshooting advised customer to change their site every 3 to 4 days. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The product was/was not returned for analysis.